Manufacturer narrative:
The device was evaluated by a zoll representative at the customer's facility. It was observed the user did not short the multifunction cable (mfc) into a test plug which prevented the device from shocking. A test plug is required to form a closed loop to perform a 30j test. It was recommended that the user connect the mfc to a test plug to remedy the report. The device passed all functional testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.